Event description:
It was reported that the lead exhibited impedances ranging between 137 ohms and 700 ohms. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.